Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they got hospitalized 4 times in the past month and a half due to high blood glucose, with blood glucose as high as 600 mg/dl at the time of the incidents. The customer was not using the pump at the time of the call. The customer used the pump and pens to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed the high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No audio, vibrate anomaly or absence of alarm noted. The insulin flow blocked alarm noted.